Event description:
The following information was provided by the initial reporter: material #306499. Batch #4320557. It was reported by customer that experiences yawning, severe coldness, severe shaking, severe whole body muscle cramps, nausea, then warmth all over, extreme weakness after these episodes, multiple testing to ensure no infection in the body or his lines. Verbatim: rcc received a complaint via email. Husband has power line almost 2yr we flush every couple of days, the last 5 times flushing he experiences yawning, severe coldness, severe shaking, severe whole body muscle cramps, nausea, then warmth all over, extreme weakness after these episodes, multiple testing to ensure no infection in the body or his lines. All negative; we have narrowed it down to the saline flush batch that we started using on (B)(6). We thought it was the heparin, but the last two flushes were saline only and then= same episode occurred. Saline lot# 4320557 bd manufacturer ref#306499 reported to the infusion pharmacy at (B)(6) on (B)(6) 2025 spoke with (B)(6) who suggested I report to the FDA website. Husband was seeing abdominal transplant every week and heart transplant monthly. Used with heparin lock to keep lines flushed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation the patient reportedly experienced a series of symptoms including yawning, intense cold sensations, severe shaking, widespread muscle cramps, nausea, a sensation of warmth throughout the body, followed by episodes of extreme weakness. To support the investigation, two samples in sealed flow wrap packaging were submitted for evaluation by the quality team. A visual inspection was conducted, and no defects or irregularities were identified. The samples were subsequently sent to a laboratory for further analysis, where all test results were found to be within product specifications. A review of the device history record was completed for material number 306499, lot 4320557. This review did not identify any quality issues during the production of the lot that could be linked to the reported symptoms. No related quality notifications were present, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the analysis of the returned samples, the symptoms described by the customer could not be confirmed.